Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had an electrical interference issue. There was combustion in the region of the nostril/mucosa near the oxygen tube of the patient and there was burn on the nose and lip. There was patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The visual inspection found no defects. Information provided does not indicate if the reported problem was confirmed or not. The suspected or most likely cause was determined to be related to user error. If information is provided in the future, a supplemental report will be issued.